Manufacturer narrative:
The complaint investigation of lot 77408ud00 included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, in house testing of a retained reagent kit, and field data review. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. Ticket trending review for the list number did not identify any related trends. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the alinity I stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The patient median values obtained with the complaint lot 77408ud00 is within established limits and comparable to the historical lot performance. In-house testing of lot 77406ud00, which contains the same bulk material as lot 77408ud00, was completed using panels which mimic patient samples using an in-house retained kit. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I reagent lot 77408ud00 was identified.

Event description:
The customer observed an elevated alinity I stat high sensitive troponin-I result generated on the alinity I processing module (sn (B)(6)) for a 55-year-old male patient. The customer¿s protocol is to repeat results that initially generate a value > 16 pg/ml. The patient had been drawn previously and tested, and the following results were (reference range: male cutoff is 34 pg/ml / female cutoff is 26 pg/ml): (B)(6) 2025 at 7:06pm sid (B)(6): initial result = 30.0 pg/ml. Repeat result = 28.6 pg/ml. Another sample drawn and tested on (B)(6) 2025 with sid (B)(6): result at 9:13 pm = 197.5 pg/ml (questioned result). Result at 9:28 pm = 28.5 pg/ml. Result at 9:45 pm = 28.4 pg/ml. Result at 10:01 pm = 29.5 pg/ml there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 - patient identifier: (B)(6) (2 samples from same patient) all available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 8p13 that has a similar product distributed in the us, list number 4z21, with 510k/PMA/bla number k202525.

Event description:
The customer observed an elevated alinity I stat high sensitive troponin-I result generated on the alinity I processing module (sn (B)(6)) for a 55-year-old male patient. The customer¿s protocol is to repeat results that initially generate a value > 16 pg/ml. The patient had been drawn previously and tested, and the following results were (reference range: male cutoff is 34 pg/ml / female cutoff is 26 pg/ml): (B)(6) 2025 at 7:06pm sid (B)(6): initial result = 30.0 pg/ml, repeat result = 28.6 pg/ml. Another sample drawn and tested on (B)(6) 2025 with sid (B)(6): result at 9:13 pm = 197.5 pg/ml (questioned result), result at 9:28 pm = 28.5 pg/ml, result at 9:45 pm = 28.4 pg/ml, result at 10:01 pm = 29.5 pg/ml there was no impact to patient management reported.